Event description:
Ortho bar drape was opened to field, circulator noticed a slit in the outside package and a slit on the blue wrapper around drape. Circulator notified surgeon. Surgeon changed her gloves and put a new ortho bar drape over the contaminated one. Items were disposed of.